Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2018. According to the complainant, during preparation, a scope adaptor was placed at the back of the sheath. The adapter was not fitting well and the back of the sheath where the adapter connects broke off cleanly. The procedure was completed with another with hta procedure set. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.